Event description:
The advocate stated the customer received a blood glucose reading of 249mg/dl from the contour meter, re-tested on a different meter and received 109mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer has no more strips to return for evaluation. Strip information could not be provided. Product was not replaced.